Event description:
Consumer has a 6795 shower commode chair. He is having an issue with the footrest. The weight of his feet is causing the footplate to bend inward. This is causing his foot to slip off the footplate. He feels the footplate should be made of metal or reinforced so it does not bend.